Event description:
A customer reported the time loses minute on their precision xtra blood glucose meter. It was then additionally identified by adc customer service that the date and time settings in their meter were not properly set, and they reported to be a user of the precision link data management system. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The meter was confirmed to exhibit a date and time issue. There is a known malfunction with the precision link software that can lead to incorrect date and time issues when the data is uploaded to a computer. This occurs when results obtained on a meter with incorrect date and time are uploaded to precision link. Customers and retailers have been notified through the adc fa21dec2006 letter.